Event description:
It was reported to medtronic minimed that the customer received hardware low-level failures (pump error 4 alarm), hardware low-level failures (pump error 63), and an insulin flow block. The customer reported no adverse event. Troubleshooting was performed the event involved product(s) mmt-1880. The customer was able to clear the error, was able to complete the rewind and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review using the adapt tool it recorded no delivery alarms, pump error 4 and pump error 63. On (B)(6) 2024 starting at 13:15:26 until 16:01:35 two no delivery alarms occurred during bolus. On (B)(6) 2024 it was triggered twice at 15:47:25 and 17:51:04 during bolus. On (B)(6) 2024 starting at 18:13:52 until 21:15:48 six no delivery occurred during bolus. Pump error 4 was triggered on (B)(6) 2024 at 21:23:07 and (B)(6) 2024 at 09:1:07. Per engineering troubleshoot guide, pump error 4 was due to a hardware issue during accessing ad5161 chip via twi interface. Pump error 63 (variable = 15, file number = 2017, line number = 147) occurred on (B)(6) 2024. On (B)(6) 2024, it occurred once at 19:29:52. On (B)(6) 2024 it occurred at twice at 16:05:09 and again at 16:15:00. On (B)(6) 2024 it occurred at 21:23:07. On (B)(6) 2024 it occurred at 09:01:07. Per engineering troubleshoot guide, pump error 63 was triggered due to hardware failure of twi interface orad1561 chip. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing, cracked case and scratched case. In conclusion, customer concern for no delivery, pump error 4 and pump error 63 was not confirmed during testing. Pump error 4 and pump error 63 confirmed in the history/trace files due to hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.